Manufacturer narrative:
The customer¿s report of an infusion that was programmed to infuse at 125ml/hr kept reverting to an infusion rate of 500ml/hr was confirmed in the pump module event logs. The pump module error showed no errors or malfunctions on the reported incident date. The pump module event logs identified a ¿remote IV¿ message with an infusion rate of 125ml/hr. The log showed user interaction when the device was selected and programmed the infusion rate to 500ml/hr and again to 450ml/hr. The device was selected one more time and the rate was changed to 125ml/hr. Functional testing performed on the source pump module found the device operating within specification. During testing there were no observations of unregulated flow. The root cause that the pump was programmed to infuse at 125ml/hr, however kept reverting to 500 ml/hr is user programming, the result of a manually changed rate.

Event description:
The customer reported that a pump was programmed to infuse at 125ml/hr however it kept reverting to 500 ml/hr. There was no harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump was programmed to infuse at 125ml/hr however it kept reverting to 500 ml/hr. There was no harm.